Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed low pacing impedance and noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and afterwards.